Event description:
On (B)(6) 2025 the user reported that the ilet device screen became static. The user¿s blood glucose (bg) was not affected, and no clinical symptoms or adverse health effects were reported. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.